Event description:
The technician reported the bed had a sign on it that read the exit alarm is broken. The bed was located in the nicu at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found that the bed exit functions as designed. The most likely cause of the allegation is user error. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 through 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician could not duplicate the issue; no repair needed the bed functions as designed. Based on this information, no further action is required.